Event description:
Acute event with respiratory arrest, hypertension and no loss of heart rate. Serial head CT scans revealed acute hydrocephalus which resolved somewhat after manipulation of shunt. Clamp on air vent at top of burette was found to be closed. Drainage increased when clamp was opened. Mental status continued to deteriorate. Pt was eventually declared brain-dead.